Event description:
Customer reported being unable to properly calibrate their freestyle flash blood glucose monitor. The customer then reported feeling dizzy, lightheaded, and then reported losing consciousness. Customer then reports visiting their doctor where they were diagnosed with hyperglycemia. Customer reports taking metformin to counteract the medical event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.